Event description:
Medtronic received information that prior to use of the dlp coronary ostial perfusion cannulae, the customer reported that they have observed that the tips on all of the cannulae of various lot numbers were all rotating by themselves. The devices were replaced. There was no patient involvement so no adverse effect occurred. Medtronic received additional information that the customer noticed that all of these cannulae were rotating and consequently put them aside and the customer did not used them.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.